Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum of the cartridge leaked during the fill process. A new cartridge was loaded resolving the issue. Blood glucose level was 128 mg/dl.